Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("shocks of pain like electricity that shoot up n down"), hypoaesthesia ("when sit upright my legs use to fall asleep really fast"), acne ("back and shoulder acne") and syncope ("faint") and was found to have heart rate decreased ("low pulse"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, pain in extremity, hypoaesthesia, acne, syncope and heart rate decreased outcome was unknown. The reporter considered acne, heart rate decreased, hypoaesthesia, pain in extremity, pelvic pain and syncope to be related to essure. The reporter commented: shocks of pain like electricity that shoot up n down till I finally lay back or stand. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Case becomes an incident. New event added: lot of pain. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("shocks of pain like electricity that shoot up n down"), hypoaesthesia ("when sit upright my legs use to fall asleep really fast"), acne ("back and shoulder acne"), syncope ("faint") and abdominal distension ("swollen") and was found to have heart rate decreased ("low pulse"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, pain in extremity, hypoaesthesia, acne, syncope and heart rate decreased outcome was unknown and the abdominal distension had not resolved. The reporter provided no causality assessment for abdominal distension with essure. The reporter considered acne, heart rate decreased, hypoaesthesia, pain in extremity, pelvic pain and syncope to be related to essure. The reporter commented: shocks of pain like electricity that shoot up n down till I finally lay back or stand. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event swollen was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.